Event description:
Patient reported obtaining back-to-back blood glucose results of 178 mg/dl and 82 mg/dl on the aviva system. Patient did not modify therapy based on these results. No adverse event was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.